Event description:
It was reported that the patient experienced infusion set site infection treated with medicines.

Manufacturer narrative:
E1: Name: AbbVie Inc. Country: United States of America. Street: 1 North Waukegan Road. City: North Chicago. State: IL. Zip Code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545. Manufacturing Site: 8021545.